Event description:
The reporter stated that the surgeon inserted an aq2003v 3 piece silicone lens. The lens tore during insertion into the eye. The lens was cut in half to remove from the eye without enlarging the incision. No patient injury. The cause of the lens tear was unknown.